Event description:
The customer reports observation of depressed atellica im high-sensitivity troponin I (tnih) results which were discordant relative to alternate-method testing when using tnih lot 113. A 59-year-old male patient undergoing rehabilitation due to sequelae of a 2020 stroke presented with vomiting and dizziness while hospitalized. ECG findings showed no new alterations compared to previous findings. The patient was receiving asa and clopidogrel treatment. The patient was tested using atellica im tnih, and an initial below-cutoff result was obtained. When this sample was re-tested using an alternate method (biomérieux mini-vidas, the laboratory¿s reference method), a significantly higher result was produced. The atellica im tnih result was identified as falsely depressed, due to the known cardiac history of the patient. The patient was subjected to serial sampling and testing using the mini-vidas method. Each of the samples was also re-tested using atellica im tnih, and the pattern of difference between the methods was reproduced in the repeat testing. Additionally, the last sample drawn was recentrifuged, and produced similar results following the additional centrifugation step. The atellica im tnih results were reproducible. No issues were identified with assay calibration or quality control (qc) results. There are no allegations of any adverse patient consequences in association with the observed result discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of depressed atellica im high-sensitivity troponin I (tnih) results which were discordant relative to alternate-method testing. Siemens is investigating.